Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The root cause of this event was determined to be due to patient related factors. The subject device is not available for evaluation as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 1 month due to degeneration and restricted leaflet motion causing severe stenosis and mild regurgitation. The patient presented with symptoms of class iii nyha heart failure. The procedure was performed with a 29mm 9755rsl transcatheter valve. The patient tolerated the procedure well and was transferred to recovery post procedure. The patient was discharged pod #1. Per medical records, during routine echo test in (B)(6) 2023, an increased gradient was noticed with mild leaflet thickening. Leaflet thickening was seen again a year after the first time, with normal lvef. The patient was recently diagnosed with laryngeal and lingual squamous cell ca and underwent radiation therapy. A recent tte showed mobile echodensity on the ventricular aspect of the anterior mitral prosthesis near the lvot with concern for thrombosis vs remnant native tissue. The patient has recently developed class iii nyha symptoms and transcatheter mitral viv was recommended. Tmvr was performed to implant a 29mm sapien 3 ultra resilia. The reason for tmvr was listed as valve degeneration. The procedure was successful with no complications. The patient tolerated the procedure well and was transferred to recovery post procedure. The patient was discharged pod #1.